Manufacturer narrative:
Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported experiencing a blunt knife during a procedure. Additional information has been requested.